Event description:
The customer reported via phone call that they had accidentally went into the pool for five minutes with the insulin pump on. The customer stated that they received the watchdog timeout alarm on the insulin pump. The customer's blood glucose was unknown. While troubleshooting, it was found that there was fluid under the lcd display for the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instruction. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates and functioned properly with no error alarms or display anomaly was noted. All of the operating currents were within specification and no battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip. No moisture damage was noted inside of the insulin pump.